Manufacturer narrative:
Date of event: exact date unknown, event occurred years ago. Explant date: explanted years ago. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: (B)(4), model: sc-2316-50, serial: (B)(4), batch: 17517272.

Event description:
It was reported that the patient's scs (spinal cord stimulator) did not provide adequate pain relief. All device components were explanted and will not be returned. No further information has been obtained despite good faith efforts.